Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that he dropped his infusion device on the floor in 2009, and he has been experiencing low blood glucose since that time. His lowest blood glucose reading was 23 mg/dl. He ate to elevate his readings. After 1.5 weeks he switched to his backup infusion device and had no further issues. His normal blood glucose level is 180 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.